Manufacturer narrative:
The zoll catheter was returned to zoll for investigation. However, investigation is still in progress. A supplemental report will be filed when the investigation has been completed.

Event description:
As reported, a patient was inserted an icy catheter in the femoral vein and received an ivtm treatment. At an unknown time later an empty saline bag was observed. No physical signs of leak was observed on the start-up kit, on the floor or on the patient's bedside. The thermogard console was replaced; however, the saline bag was noted to be empty again. A leak was suspected on the catheter. No further information was provided nor was there any report of patience consequence.

Manufacturer narrative:
The reported icy catheter leak was confirmed. Two bond leaks were found at the distal and medial balloons. Visual examination found no physical damage to the catheter. All other lumens flushed as intended. During functional testing, the catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bond leak was observed at the distal and medial balloons. During manufacturing all icy catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Probable causes for the reported complaint can be a latent material defect.